Manufacturer narrative:
E1 - initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that abnormal rotation speed occurred. A rotapro console was selected for use. At unknown time of event, it was noted that at the normal rotation speed of 180,000 rpm, the speed fluctuated and was unstable.